Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 38 mg/dl at the time of admitted to the emergency room. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer was treated with food. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about hospitalization with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported by the customer mom via phone call that the customer received emergency room service due to low blood glucose on (B)(6) 2020.